Event description:
Electrical issues were reported to the subject device. On (B)(6) 2013, the pt visited the hosp due to discomfort. A pacemaker check was performed and it was noted some v burst episodes with noise sensing were recorded in the device memory. On (B)(6) 2013, another pacemaker check was done. When the real egm was checked, many ventricular sensing markers (vs) appeared and pacing was inhabited as a result. In ventricular sensing histogram, detected wave amplitude was spread from 2.5mv (sensing setting) to >11mv, suspecting oversensing. Noise sensing was confirmed during isometric test and while wobbling pacemaker can area. It was impossible to identify the origin of noise because noise was sensed without any pressure. During threshold test one high value (1.75 v) was measured once and noise was also confirmed on egm during this test. Low ventricular impedance (<200ohms) was measured once. On (B)(6) 2013, a new v lead and a new pacemaker were implanted. The subject device is returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.